Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized. The blood glucose level was not provided and the cause of the hospitalization was not specified. The contact did report that the "set was not working". Although requested, additional information was not provided.